Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is being added

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 morning, the patient was getting low alerts with a cgm reading of 46 mg/dl. At this time, the patient was doing okay but felt tired. The patient with his sife and they checked a manual bg with accu-chek and the bg was also 46 mg/dl. The patient ate candy bars based on the bg reading. The patient was not experiencing symptoms other than being tired. At 12:30pm, the patient was still getting low readings and stated when checking with bg meter, it was also low so they decided to go to the hospital. Upoon arrival at 1:00pm, the patient's bg was checked and it was 649 mg/dl but the cgm was 46 mg/dl. The sensor was removed. The patient was treatd with an IV drip every hour until their bg stabilized. Once stabilized, the patient was discharged the day of the report ((B)(6) 2025). Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.